Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appears to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device will not be replaced at this time due to non-device related medical reasons. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.